Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter for the patient contacted lifescan (lfs) alleging that her one touch ping meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The reporter for the patient reported that the alleged product issue first began¿ around (B)(6) 2015¿. On an unknown date ¿around midnight¿ the patient obtained alleged blood glucose readings of ¿365 and 476mg/dl¿ performed within less than 20 minutes of each other. The patient manages her diabetes with insulin pump therapy and from the ¿(B)(6) 2015 claimed that she increased her medications daily to ¿around 12 insulin units of novolog per hour¿ as a result of the alleged product issue. The reporter stated that 2 days after the alleged issue began the patient developed the symptoms of ¿vomiting, nausea, and stomach irritability¿. No further treatment was specified.